Manufacturer narrative:
(B)(4). The customer reported the device is running 2 tests at the same time, causing operational problems as the unit becomes non operational in the field. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported, the device is running 2 tests at the same time, causing operational problems as the unit becomes non operational in the field. There was no reported pt involvement.